Manufacturer narrative:
H6: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. IFU statements the contralateral leg device instructions for use (IFU) were reviewed with respect to the complaint detail for the applicable region and time period, and the following IFU statements were identified in relation to the complaint. 6. Rotate the deployment knob to release the lock, and loosen the deployment line. Confirm the final position of the endoprosthesis. Expand the endoprosthesis by using continuous pull of the knob. Deployment starts from the proximal (i.e. Aortic) side and proceeds to the distal (i.e. Iliac artery) side. Pull the deployment knob and deployment line out of the delivery catheter arm. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following information was reported to gore: on (B)(6) 2025, the patient underwent an endovascular treatment for an abdominal aortic aneurysm using gore® excluder® conformable aaa endoprosthesis and gore® excluder®aaa endoprosthesis. When the contralateral leg endoprosthesis was deployed on the left side, the distal end of the leg was placed into the left external iliac artery, resulting in unintentional coverage of the left internal iliac artery. The patient was decided to be monitored, and the procedure was completed. The physician mentioned that the bifurcation between the internal and external iliac arteries was identified during the procedure, and the device was positioned according to the marking. However, it ultimately resulted in coverage of the internal iliac artery.